Manufacturer narrative:
Device investigation could not be completed due to damage to the usb port.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump's insulin on board (iob) reading was incorrect. The customer was trying to deliver a bolus and the iob would not permit the bolus delivery. Tandem technical support reviewed the pump t:connect data and confirmed that the iob reading jumped from 0 to 24 to 0. The customer delivered the bolus during the second attempt. The customer's blood glucose was not impacted.